Event description:
It was reported that the insulin pump alarmed no delivery. The caller stated that the customer gave 8 units of insulin as a bolus without a reservoir. The caller was advised what the no delivery alarm meant. The caller confirmed that everything was okay. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.